Manufacturer narrative:
(B)(4). This unit was serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the flow valve to address the reported issue.

Event description:
It was reported to vyaire medical that the unit was delivering a lower amount of tidal volume than expected. The customer initially reported that there was patient involvement associated with this complaint, then reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. The suspect component was found to require cleaning. Following cleaning, the suspect component was found to function normally.